Event description:
The customer observed discrepancies between architect c8000 and blood gas co2 results as follows: architect = 12 meq/l, blood gas (unknown method) = 24. The customer stated the architect c8000 analyzer and water systems were ok and controls were in range and reproducible. Abbott field service had recently performed water station maintenance including filter changes, disinfection and demineralization procedures and resin changes. The customer was asked to re-run the discrepant samples and follow up, however, no further information was provided by the customer. The customer changed to a different co2 analyzer method. There was no known impact to patient management.

Manufacturer narrative:
A ticket search for the service history of the customer's analyzer was performed and six tickets were identified. Two of the tickets were planned service to move co2 testing from the c8000 to the biomerieux method, one for water station maintenance, and one for preventive maintenance. The remaining ticket was related to the lactic acid assay. (B)(4). A review of trending did not identify any adverse or non-statistical trends for list # 3l80. The architect co2 package insert and the architect system operation manual contain sufficient information for specimen handling and probable causes and corrective actions for depressed results. A literature search was performed and revealed that the degree of agreement between measured and calculated bicarbonate values is likely a function of the particular methods used within the laboratory. Based on the product evaluation, no product deficiency was identified. (B)(4).

Manufacturer narrative:
This customer's issue was initially reported under manufacturer report number 1415939-2011-00592, however, the incorrect suspect medical device manufacturer name, city and state was selected and submitted. The customer's issue has been documented in this submission and any additional information will be documented in follow up submissions under manufacturer report number 1628664-2011-00639. Patient: no consequences or impact to patient (B)(4), device: incorrect or inadequate result (B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.